Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate shocks due to atrial oversensing. It was also noted that r wave amplitudes were low. Boston scientific technical services (ts) discussed possible programming options. The device was reprogrammed and remains implanted. No adverse patent effects were reported.